Event description:
Pt presents c/o shortness of breath/chest pain after pulling weeds in garden. During assessment pt became unresponsive and found to be in torsades. Defibrillation pads placed on pt and connected to cable. Lp 12 failed to charge or deliver shock.